Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via social media post of unexplained high blood glucose of 600 mg/dl and hospitalization. The customer indicated that an IV was administered and water to drink. The customer indicated that the high blood glucose did not respond to bolus attempts and that the high may have been due to a kinked cannula. Customer indicated that the blood glucose went down to 160 mg/dl and then back up to 400 mg/dl.